Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unknown spinal surgery at t7 due to hemangioma. Intra-op, cement extravasation occurred after filling the satisfactory cement due to this pulmonary embolism occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure performed- kyphoplasty the cement extravasation occurred intra-operatively but noticed post-operatively. The cement was stored at proper temperature(s) before and during the procedure(below 25 ° c during storage; 23 +/- 1 ° c for 24 hours prior to use).